Event description:
It was reported that the patient presented in clinic during routine follow up. Upon investigation, it was determined that the right ventricular thresholds were increased and sensing was low. The lead had no noise and impedance was stable and within range. The lead was capped and replaced on (B)(6) 2017. Patient was well and will continue to be monitored.